Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's popliteal artery. Upon the initial inflation attempt, the delivery balloon burst at 2-3 atm of pressure, leaving the stent partially expanded at the target lesion site. During withdrawal of the delivery system, a portion of the balloon remained in the popliteal artery. An add'l balloon catheter was used to fully expand the stent at the target lesion site. Subsequently, a thrombus occurred at the lesion site which required no remedial action. There were no add'l clinical sequelae reported relative to the event.